Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional examination, including pressure, clear passage under water testing and priming, the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink continu-flo solution sets ¿popped off¿ of an unspecified extension set¿s injection port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.